Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mr and leaflet perforation, requiring additional intervention to prevent permanent impairment. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure, treating mixed etiology mitral regurgitation (mr). Pre-procedure mr was grade 4. One mitraclip was advanced. During grasping attempts, the mr was reduced to 1 and the decision was made to deploy the clip; however, upon deployment, the mr increased to 3. It was thought that the residual mr was coming through the clip or just adjacent to the clip; however, the origin of the residual mr was difficult to determine. It appeared that the clip was securely attached to the leaflet. Several days after the procedure, it was thought that the mr increase was possibly due to a perforation in the anterior leaflet, next to the clip. A decision was made to perform a procedure, checking to see if there was perforation and to repair the perforation if one was noted. During the second procedure, performed on (B)(6) 2016, a wire was advanced through the perforation and a non-abbott vascular plug was placed. The plug was unable to seal the perforation and was not deployed. No additional treatment was performed and the mr remained at grade 3. Additional information was requested.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve damage (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation concluded that the reported patient effect was related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.